Event description:
It was reported that upon review of the session records, one episode of non-sustained rv oversensing issue due to cross talk was observed on the device. Patient was asymptomatic. Programming changes were made. Patient was stable.

Event description:
Additional information noted the crosstalk has continued to occur. Noise was also noted on the right ventricular lead, indicating a possible lead problem.